Manufacturer narrative:
Device available for evaluation. Corrected data. Initial report inadvertently noted that device was not available for evaluation.

Event description:
The device was returned for analysis, and product analysis was completed for the returned generator. Analysis of the returned device indicated that the device performed as intended and met functional specifications. The electrical performance of the generator was determined to be as expected with no anomalies. The near end of service condition was determined to be an expected event. No performance or other type of adverse conditions were found with the generator. No additional relevant information has been received to date.

Event description:
It was reported at a patient's prophylactic replacement surgery, that the patient's parents were concerned of premature battery depletion as the device was showing "30-some percent" in early (B)(6) and then was at ifi=yes by the end of (B)(6). A battery life calculation was performed and estimated about 0.3 years left until neos=yes. It is noted that only one line of programming data was known. A manual line was entered based on the settings provided in an email dated (B)(6) 2018. Device history records were reviewed and showed that the device had passed all quality inspections prior to distribution. The hospital was indicated to be a no return site, so the device is not expected for return for analysis. No further relevant information was received to date.